Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011 that the pt had increased pain at the implantable pulse generator (ipg) site and the physician noted redness and inflammation at the site. Stimulation was normal, and impedances were within normal limits, but the pain around the generator site was so high the pt did not get any benefit from the stimulation. Pushing on the device did not do anything, but pushing on the area around it caused pain. The pt wanted the device removed. Add'l info received from the hcp reported the symptoms were erythema, swelling and tenderness. The device was explanted. Explant date was unk. It was reported that the pt injury was non-serious and the pt did not require hospitalization.